Manufacturer narrative:
Evaluation summary: the iab was received intact for evaluation with the membrane noted to be completely unfolded. Blood was noted on the exterior of the iab and within the inner lumen. Visual examination revealed the inner lumen within the membrane at the proximal taper to be elongated and severely kinked. The membrane in this area was also observed to be stretched. Underwater leak testing revealed smooth-edged slices in the membrane at a location of 2.25" distal to the catheter/membrane junction. Probable cause of difficulty: no leak or blood clot was found in the membrane which would have contributed to the reported "removal difficulty" as experienced by the user. The physical condition of the returned iab does support the reported difficulty. It is not possible to determine the exact reason for the encountered problem leading to the subsequent surgical removal of the device. Difficulty removing the iab from the patient may be attributed to one or more of the following: a kink in the catheter tubing trapped helium in the membrane preventing it from fully collapsing under normal arterial pressure allowing for easy removal of the balloon from the patient. The patient's anatomy (the patient did have pvd).

Event description:
Event: (cc# 97-01458) the dr had difficulty inserting the sheathless iab into the pt. After iabp for about 24 hours, when the dr tried to remove the iab, difficulty was encountered and the iab was surgically removed. The iab was damaged during removal. As a result of the event there was blood loss at the site. On 1/15/1998, the following was reported to datascope: the iab was inserted in the o.r. By the cardiac surgeon. An attempt was made to discontinue the therapy by the cardiologist as the pt was stable. The surgeon mentioned that it was difficult inserting the iab secondary to scar tissue. The iab was unable to be removed and it was stated that the sheath and inner lumen became damaged during removal. The cardiologist had the surgeon remove the iab in the operating room. [Event complications]: iab surgically removed/blood loss at site - rpt'd 12/3/1997. [Pt's current status]: transferred.